Manufacturer narrative:
A ge oec service representative investigated the issue and found several corrupt directories in the system software. The directories were corrected, and software was re-loaded to correct the software corruption and restore function. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system would not save images to the system memory.